Event description:
During deployment, the product never flattened. It was removed. A second device of the same size and lot number was tested prior to introduction into the pt and also failed to perform.